Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[doctor], an experienced capio user was using the capio open access (B)(6), lot 33808936) along with our mondek sutures (B)(6), lot 74g2202471). Three sutures detached at the bullet attachment end when they were thrown and captured in the capio device. The doctor opened a new capio and an additional 2 sutures and was able to complete the case. She noted there was some difficulty when the needle was being captured in one of the slots". No patient harm or injury. See associated mdrs 3004365956-2025-00019 and 3004365956-2025-00010.